Manufacturer narrative:
Investigation results: no visual non-conformities were found on the returned bisector elements. Resistance measurements were within its specifications. The device meets product specification. The reported failure could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device cauterized sporadically. The biomed came down and tried to replace the foot pedal, the cord, the machine, and nothing worked. Since the device cauterized intermittently, there was a little more bleeding in the leg so they rolled the leg to get the blood out. The staff then replaced the device and everything worked fine. There was no pt complication reported by the hospital.